Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope exhibited a cut on the pink rubber. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reasonably known information suggests probable cause of the alleged failure is random or expected component failure. The most probable cause of this complaint is deformation of the component due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.